Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging basal history did not match the active basal program. It was reported the patient's blood glucose was above 250 mg/dl and below 500 mg/dl without signs or symptoms of hyperglycemia. The reported health event does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/30/2016-product analysis: the device was returned and evaluated by product analysis on 06/14/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The bolus calculator features of the pump were found to be accurate. The pump passed a delivery accuracy test. Deliveries performed during investigation were recorded appropriately in the pump¿s history. Unrelated to the complaint, two battery compartment cracks were observed.